Manufacturer narrative:
Additional information received on january 7, 2022, indicated that the patient reported that sonogram on wed (B)(6) 2022 showed ¿ left-sided leaking, one big lump on side, multiple system atrophy, silicone has migrated to other places, aches, and pain in breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 7, 2022 indicated that patient cancelled the removal surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 20, 2022 indicated that the patient underwent bilateral removal on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor memorygel,475cc silicone breast implants which the report indicates itching for the past 2 years, pain underneath her breasts, bad allergies, she has lost balance, eyes see double, swallowing is bad, colon disease, dry eye surgery twice, arthritis, disease all over her body, loose breast skin. No diagnosis as of this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.